Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the inability to exit MRI mode/settings not available message has not been resolved. The patient said that due to moving states, a new neurosurgeon appointment has not been realized but a discussion with the neurosurgeon needs to be had. The patient said due to the length of the waiting period this discussion has not been realized/the issue has not been resolved until the neurosurgeon accepts them as a new patient.

Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about a month ago the patient was working with their system and they turned it down a little bit because they had to go away and then turned it back on again. Patient said that now the unit is in MRI mode and no matter what they do they cannot get it out of the MRI mode. Agent asked the patient what the message they were seeing on their controller and patient said settings not available. Agent asked the patient to connect with their controller and patient saw that the controller was at 90% and the implant was at 60%. Patient confirmed that they had not had an MRI recently. Agent reviewed the meaning of the message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient does not have current hcp. Agent sent the patient physician listings. No symptoms were reported. Additional information was received from a patient (pt) via a patient letter. Pt reports their ins was not deliberately in MRI mode, when they turned the unit on the screen told them that it was in MRI mode. Pt reports they have not yet met with a healthcare provider regarding this as they no longer live near the implanting provider. Pt reports they are working on finding a local managing provider and obtaining a referral to them at this time. Pt reports this issue is not resolved.